Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient's spouse that the patient is deceased. Review of the manufacturers database indicated the patient died approximately six months post implant of the implantable cardioverter defibrillator (ICD) system. It was further reported by the family member that the cause of death was not known but the family "thinks it was due to a malfunction in the device". The cause of death was requested and not received. No post implant device check information was available from the clinic.